Event description:
Information alleged that the head of bed was drifting down over time. No injury reported.

Manufacturer narrative:
Bed located in bed shop. Technician found the head of bed was drifting down over time. Replaced head up check valve to resolve this issue.